Event description:
It was reported that a small volume intermate was observed to have particulate matter in the solution of the device. This was found after compounding the solution with an antibiotic drug (colistimethate). There was no patient involvement. No additional information is available. This is report 3 of 5.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from july 9, 2014 to july 14, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.